Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer received multiples cartridge alarms (alarm 20) during basal delivery and the loading sequence. Additionally, the customer received a cartridge change error. Customer's blood glucose was 196 mg/dl. Customer reverted to an alternate pump for alternate insulin therapy.